Event description:
Customer's nurse reports she found customer confused and attempted to test using the voicemate/advantage system. Nurse reports she could not get voicemate to turn on; treated customer with kool-aid. Nurse reports customer was unable to drink on his own. Nurse reports after 10 minutes customer was able to tested with a reading of 80mg/dl. No quality controls were run. A request was made for return of the suspect device.